Event description:
Boston scientific received information that during a surgical procedure, pacing was inhibited on the right ventricular lead, resulting in asystole for an unknown amount of time. Boston scientific technical services advised the physician to program the device to electrocautery mode to avoid further inhibition. The system was reprogrammed, however no further information could be obtained about the procedure.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.